Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported event could be that the balloon masked the inflation eye due to which the inflation eye got blocked, resulting in non-deflation and need of surgical intervention to remove the unit. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. 6. Connect catheter to collection container. 7. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was difficult to deflate the catheter. The catheter was placed in a 30 year old male in the operating room prior to a laprascopic appendectomy. The balloon was inflated with 10 ml. Upon removal attempt, only 2ml withdrew. Multiple attempts were made by nursing, anesthesia and surgery staff using different 10 ml syringes. Urology was consulted and attempted irrigation unsuccessfully. Removal was attempted with guide wires through the balloon port unsuccessfully. A cystoscopy was performed after a time out with surgery, anesthesia, nursing and urology teams. The balloon was deflated and removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was difficult to deflate the catheter. The catheter was placed in a (B)(6) year old male in the operating room prior to a laprascopic appendectomy. The balloon was inflated with 10 ml. Upon removal attempt, only 2ml withdrew. Multiple attempts were made by nursing, anesthesia and surgery staff using different 10 ml syringes. Urology was consulted and attempted irrigation unsuccessfully. Removal was attempted with guide wires through the balloon port unsuccessfully. A cystoscopy was performed after a time out with surgery, anesthesia, nursing and urology teams. The balloon was deflated and removed.